Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The length of the membranous septum was 6.3mm. During the procedure, the valve was able to be implanted at a depth of 3.5mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). The patient's qrs complex was noted to be narrowed and developed with left bundle branch block (lbbb). A temporary pacemaker was left inside the patient's anatomy to stabilize. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant less than 48 hours later, the patient's rhythm worsened into a heart block. On (B)(6) 2026, the patient was implanted with a permanent pacemaker. The patient had an extended hospitalization. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. The length of the membranous septum was 6.3mm. During the procedure, the valve was able to be implanted at a depth of 3.5mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). The patient was developed with a lbbb. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A temporary pacemaker was left inside the patient's anatomy to stabilize. Post-implant, less than 48 hours, patient's qrs complex was noted to be narrowed and worsened into a heart block. On 19 jan. 2026, the patient was implanted with a permanent pacemaker. The patient had an extended hospitalization. The patient was discharged.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had no prior medical history of right bundle branch block (rbbb). The length of the membranous septum was 6.3 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at final implant depth of 3.5mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient comorbidities. However, this could not be confirmed. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker was placed, subsequently permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.